Event description:
Mynx applied to right groin, but device failed. Pt developed hematoma, and was hypotensive in cath lab. Dopamine was started and another type of wound closure device was applied. Pt was transferred to ccu for observation. Pt became hemodynamically stable, and hematoma resolved. Pt was discharged home.